Manufacturer narrative:
Product complaint #: (B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what stapler was used with these cartridges? Echelon flex manual, ec60a. What color cartridges were used and anatomical location? Green reloads that are used on the antrum of the stomach and are the first two shots. Was buttressing material used? This doctor every time reinforced the staple line with manual suture and sometimes use some titanium clips to control any leaking/bleeding and also to join the stomach to the omentum. That is his common technique. Does the surgeon routinely wait 15 seconds prior to firing? He use to wait the initial 15 seconds before each use of the echelon and also he waits 10 second after he has fired any reload. Was the bleeding identified during initial procedure or post operatively? Both. How was the bleeding identified? During the procedure the staple line bled and after that this patient had a sustained tachycardia during his post-operative process. What was the approximate amount of blood loss? 2000cc. How was the bleeding addressed? Sustained tachycardia after the surgery was performed. Were any staple formation issues noted throughout the care of patient? No what is the current patient status? He is at home.

Event description:
It was reported that there was bleeding after the mechanical suture had been fired. Patient had to be transfused.